Event description:
It was reported that the customer inserted the catheter in the catheter lab and started pacing; however, the catheter was unable to pace. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.